Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer reported issue. The instructions for use state: always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products. (B)(4).

Event description:
Customer reported while ambulating with her husband the buckle broke. Customer did not provide the date of the event and no injuries were reported.

Manufacturer narrative:
Without the return of the product and/or images provided, the complaint could not be confirmed. A device history record (DHR) review could not be performed because the lot number could not be obtained. A historical review of the database found the similar complaints of broken quick release buckles were related to either wear and tear or possibly an issue with the molding (the latter has not been proven). All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file # (B)(4).

Event description:
A supplemental medwatch is required for additional product information.